Event description:
It was reported that revision surgery was performed. It was reported that the acetabular cup was malpositioned.

Event description:
The devices were implanted in approximately 2001.